Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient's weight. Further information was requested but not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00156. It was reported the patient experienced ineffective therapy. X-rays indicated that both of the patient's leads migrated. As a result, the patient underwent surgical intervention wherein both of the patient's leads were explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.